Event description:
It was reported while using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder that during blood collection holder and needle detached from each other. Also customer detected a crack in the holder. No patient impact or injury reported.

Manufacturer narrative:
H.6: investigation summary. Material #: 368835. Lot/batch #: 3275557. Bd had not received samples, but 3 photos were provided for investigation. The photos were reviewed and the indicated failure mode for hub-holder separation was observed. The failure mode of cracked holders was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and the issue of hub-holder separation was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.. This complaint has been confirmed for the indicated failure mode hub-holder separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.